Event description:
Customer complained that she used denture adhesive twice, the first time it was extremely difficult to pull out her dentures. She used it again and she pulled her denture out, it pulled a layer of skin off. It was bleeding from the roof of her mouth near the gums.

Manufacturer narrative:
Complaint investigation still in process. Suspect sample has not yet been returned to sheffield pharmaceuticals. (B)(4).